Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s husband woke up between 4-5:00am on (B)(6) 2018 and found the patient unconscious while the cgm was displaying 55mg/dl and called 911. When the paramedics arrived, they administered the patient with intravenous (IV) therapy of glucose and the patient woke up. The patient¿s bg was measure before the paramedics left and it was reading 189mg/dl. The patient declined to go to the hospital. At the time of contact, the patient was recovered and conscious. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.